Manufacturer narrative:
The devices associated with this report were not returned. The root cause is attributed to product wear out due to heavy usage. The lot code so2003744 indicates the instrument was manufactured in april of 2012. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report states (mw5060411) : piece of handle of the depuy pinnacle impactor broken off while in use during a right total hip replacement. Piece retrieved and instrument sequestered. As surgeon was using the depuy pinnacle cull impactor during a right total hip replacement, the small piece of the handle broke off.